Event description:
It was reported that the programmer cursor does not track with the stylus pen appropriately in the top left corner of the display screen. It was further noted that it was just returned from service for the same issue and does not appear to be repaired. It was additionally requested that it receive a test and calibration procedure. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the cursor did not track with the stylus in the upper left corner of the touch screen and the stylus was replaced and calibrated to resolve. Concomitant medical products: product ID: 229047, software analyzer. (B)(4).